Event description:
The reporter indicated that a 12.6mm vticmo12.6, -11.0/1.5/080 (sphere/cylinder/axis), implantable collamer lens was implanted, removed, and replaced intraoperatively with a shorter length lens on (B)(6) 2021 from patient's right eye (od) due to excessive vault.this resolved the problem.cause of the event is reported as unknown.

Manufacturer narrative:
Weight: unknown, etinicity: unknown, race: unknown. This product is not marketed in the us. Claim# (B)(4).

Manufacturer narrative:
Correction data: b5 - reported as implanted and replaced intraoperatively. - correct to implanted and removed intraoperatively on (B)(6) 2021 due to excessive vault. In a second surgery on (B)(6) 2021 a shorter length lens was implanted on (B)(6) 2021 to resolve the problem. H1 reported as serious injury - correct to malfunction. Claim# (B)(4).